Manufacturer narrative:
(B)(4). 00111214001 - palacos r 1x40 single - 66214164, 00597206535 - all poly patella - 60812249, 00598005701 - stemmed tibial component - 07883942, 00596401652 - femoral component - 60804287. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bilateral knee arthroplasty. Subsequently, the patient felt his right knee give out. Approximately 14 years post implantation, the patient underwent a right knee revision due to a broken post on the articular surface. A 14mm lps flex poly was then implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of being implanted and the post has fractured off. Device was submitted for further analysis. Analysis determined the post fracture was caused by cyclic overloading stresses exacerbated by cam impingement damage and possibly misalignment of the bearing and femoral. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found right total knee arthroplasty without evidence for loosening. Small ossific density along the superior pole of the patella could indicate prior trauma. Possible moderate joint effusion. Appropriate overall fit and alignment. Normal bone quality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.